Event description:
It was reported that this implantable pacemaker was not able to be interrogated. Different programmers with different components were used, and none were able to successfully interrogate the device. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified the battery being swollen. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short. The short resulted in the clinically-observed interrogation difficulties.

Event description:
It was reported that this implantable pacemaker was not able to be interrogated. Different programmers with different components were used, and none were able to successfully interrogate the device. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.